Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had decreasing and then low pacing impedance. During the lead revision, the physician noted that the "sutures were drawn tight across the lead body, cutting into the lead." The lead was capped and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricular lead had decreasing and then low pacing impedance. During the lead revision, the physician noted that the "sutures were drawn tight across the lead body, cutting into the lead." The lead was capped and replaced. It was additionally reported that the ventricular lead pace/sense portion was abandoned due to difficulty sensing r-waves. The lead was capped and replaced. No patient complications were reported as a result of this event.